Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will send a follow-up letter and has reviewed info the pt gave to a customer advocate (cca) in 2009. The cca replaced the meter. On the month prior, between 3 and 6 pm, the pt dropped his one touch ultra2 meter in its case, cracking the meter's display. Unable to test, the pt followed his usual regimen, 30 nph and 20 r mornings and 26 nph and 16 r at night. The pt drove to a fireworks display july 4, leaving it around 9:25 pm to go home, because he felt unwell. Upon arriving at home, the pt was shaky, sweaty, and nervous. Between 10 and midnight, a neighbor saw the pt on the ground where he blacked out. When emt arrived, his blood glucose was 42 on emt's meter. Emt treated the pt with glucose; however, he does not recall it was glucose gel or IV glucose. When his glucose increased to 141 mg/dl, the pt was transported to ER. In ER, the pt was given orange juice. Because his blood glucose increased to 600 mg/dl, the pt was hospitalized. It would be useful to know if the pt had taken his evening insulin before 9 pm and had eaten, and if he had symptoms when feeling unwell. Since the pt was unable to use his meter and was treated for hypoglycemia, the complaint is reported.